Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd integra" 3 ml syringes with detachable needles experienced leakage at the connection site. The following information was provided by the initial reporter: spouse and consumer reported during the last 3 injections the medication has leaked out of the syringes all over the consumer. Stated it's where the needle is threaded into the syringe that leaks medication. Stated the pharmacy provided the syringes in a clear bag, unable to provide lot #. Lot # unknown cat # 305272. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 4322827. D4: medical device expiration date: 2019-11-30. D10: device available for eval? Yes. D10: returned to manufacturer on: 2020-12-10. H4: device manufacture date: 2014-11-18. H6: investigation summary: two 3ml integra syringes in fully sealed blister packs confirmed to be from batch 4322827 (p/n 305272) were received and evaluated. It was observed the hubs were not fully secured to the syringe. Please note, the product from batch 4322827 was expired as of 2019/11/30 and bd does not make claims about the performance or efficacy of expired products. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 bd integra¿ 3 ml syringes with detachable needles experienced leakage at the connection site. The following information was provided by the initial reporter: spouse and consumer reported during the last 3 injections the medication has leaked out of the syringes all over the consumer. Stated it's where the needle is threaded into the syringe that leaks medication. Stated the pharmacy provided the syringes in a clear bag, unable to provide lot #. Lot # unknown. Cat # 305272. Date of event: (B)(6) 2020.